Manufacturer narrative:
(B)(4). Date sent: 10/11/2017. Event month and day: unknown. Event year: 2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event description of "bad clipping"? Did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? Was there any patient consequence as a result of the event that occurred?

Event description:
It was reported, bad clipping. Patient consequences is unknown.